Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the leads were extracted due to a pocket infection. Cultures were taken which tested (B)(6) for (B)(6), and the patient was treated with medication. No further patient complications have been reported as a result of this event.